Event description:
Patient broke tibia/fibula in a trampoline accident. Here about a year ago for pinning, rod placement and stabilization. Pt returned to facility for non union- repinning and discovered the metal tip of the trigen meta nail depth gauge near the ankle. Surgeon removed the metal sleeve with a 2 cm incision without difficulty.